Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery (bd) error message, which led to concerns about early battery depletion. Additionally, high out-of-range pacing impedance measurements were also noted. A request was made to have data from this device analyzed. However, the s-ICD could not be interrogated due to the usb was not found. Troubleshooting efforts were performed and the s-ICD was successfully interrogated. Upon review, data analysis confirmed that this s-ICD is depleting normally, and the bd error was the result of the extended magnet application. Regarding the impedance issues, troubleshooting options were recommended. At this time, the s-ICD system remains in service and no adverse patient effects were reported.